Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed that a high current drain condition had cause the early battery depletion. Further testing revealed the high current drain was due to current leakage in the four battery filter capacitors.